Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the wake button was sticking, requiring the customer to press the wake button multiple times. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.